Event description:
Information received from the field does not address the patient's clinical status but notes that the device exhibited noise. The noise appeared to be myopotential. Isometric testing did not reproduce the noise. The device remains implanted.